Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "monopolar doesn't fire". During power-on test, the m02 3 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The integrated electrosurgical unit (iesu) will be returned to the original equipment manufacturer. Probable root cause is attributed to generator issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered intermittent monopolar energy issues. The customer replaced the energy cable and the instrument but the issue reoccurred. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The monopolar energy function became unusable and abandoned due to the reported issue. Customer successfully completed the surgery using bipolar energy.